Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a storage space failure. A field service engineer (fse) confirmed that the customer had a broken pocket that would not eject. The fse assisted the customer in ejecting the pocket using the storage space recovery process. The customer was then able to reload the medications in a new location. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed a failed storage space message. The customer attempted to recover the failed drawer, but it continued to indicate requires maintenance. The customer rebooted the station by shutting it down, unplugging the power cord, reconnecting the power plug, and turning the station back on; however, the problem persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.